Event description:
The following article was received based on a literature review: article: intracameral bleeding during femtolaser assisted cataract surgery: a case report. A case report was done to present a case of anterior chamber bleeding that was noted post completion of laser during femtosecond laser assisted cataract surgery (flacs). A 54-year-old woman with no ocular and systemic morbidity underwent right eye flacs for a grade 2 nuclear sclerotic cataract (grade nuc¿2) using the catalys femtosecond laser (amo; abbott laboratories). During the procedure, after placing the suction ring, a vacuum loss was noted before docking due to patient¿s eye movements. The second attempt was successful with total vacuum time of 1min 34 sec. An intracameral bleed was noted while applying topical local anaesthetic drops in the waiting area prior to surgery. Patient was then shifted to the opd. Anterior chamber haemorrhage extending from the superior angle at 12 o clock towards the center of the anterior chamber was noted. Patient then underwent uneventful laser capsulorhexis (laser time 1.5 sec) and lens fragmentation (laser time 16.5 sec) with a total laser time of 18 sec. There are no indications in the article of any interventions provided. A copy of the article is provided with this report. Citation: anagha heroor, vikram vaidee, intracameral bleeding during femtolaser assisted cataract surgery: a case report, (2022), american journal of ophthalmology case reports; page 1-3.

Manufacturer narrative:
Date of event: exact dates not provided, article acceptance date is june 30, 2022. Model number: unknown, information not provided. A complete catalog number is unknown as the serial number was not provided. Serial number: unknown, information not provided. UDI number: a complete UDI number is unknown, as the serial number was not provided. Device manufacture date: unknown, as the serial number was not provided. Device evaluation: the product testing could not be performed. The reported complaint cannot be confirmed. Manufacturing record evaluation: the manufacturing record review could not be performed because the serial number of the complaint product is unknown. Since the serial number is unknown, the complaint history review could not be performed. Conclusion: since the complaint product was not tested, and serial number is unknown, it is not possible to determine a malfunction and/or product quality deficiency. Citation: anagha heroor, vikram vaidee, intracameral bleeding during femtolaser assisted cataract surgery: a case report, (2022), american journal of ophthalmology case reports; page 1-3. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.